Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: device interaction/functional. Visual inspection: the flex arm (part # 03.612.010 lot # h642316) was received at us cq. There are light surface scratches along the handle and the arm of the device as well as light discoloration on the distal coupling of the arm that are consistent with normal wear. Inspecting the individual arm segments of the device, there appears to be no visible damage on the arm or the chord that connects the device. The low friction washers on the tightening handle appear to be worn as they have clear circular wear marks from the thrust bearings. The threads that the washers sit on show slight signs of wear functional test: the knob on the device is not easily tightened and loosened, it requires a heavy application of force to rotate the knob. When fully engaged, the arm does not retain stiffness. The arms shape can be manipulated through light applications of force. The distal segments of the arm are much weaker than the rest of the arm. Based on the difficulty in tightening the device, its possible that the device is loose due to the tightening mechanism not being fully engaged. Functional testing confirmed the complaint condition of the device being loose. Can the complaint be replicated with the returned device(s)? Yes; device does not retain stiffness after functional testing. Dimensional inspection: no dimensional inspection was performed due the relevant drawing being source controlled by the supplier. (03_612_010_revh) manufacturing record evaluation: the received flex arm (part # 03.612.010 lot # h642316) was manufactured at synthes monument on sep 04, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the received flex arm (part # 03.612.010 lot # h642316) as the arm does not fully stiffen when the knob is tightened. The arm stiffens but not completely, as the arm can still be moved with a light application of force. Although no definitive root-cause could be determined, it is possible that the device is not appropriately lubricated as evidenced by the difficulty to tighten the handle. It is possible that through repeated sterilization and repeated use, the device¿s washers/ball bearings have become inadequately lubricated which would result in difficulty tightening the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.612.010, synthes lot number: h642316, release to warehouse date: sep 04, 2018, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter state: quebec. A review of the device history record. Device history lot. Part number: 03.612.010. Synthes lot number: h642316. Release to warehouse date: 04 sep 2018. Expiration date: n/a. Supplier: mediflex surgical products. Investigation summary background: dr. Golan was setting up for a mis decompression and he realized that 3 mis flex arms were not maintaining their stiffness. Therefore, I would like to request that these 3 damaged flex arm be replaced. This occurred during the same case in intra-op. The patient was not affected by this, therefore no patient info was obtained. No delays were obtained and the procedure was completed. Devices are available for shipping. This complaint involves three (3) devices. Investigation flow: device interaction/functional. Visual inspection: the flex arm (part # 03.612.010 lot # h642316) was received at us cq. There are light surface scratches along the handle and the arm of the device as well as light discoloration on the distal coupling of the arm that are consistent with normal wear. Inspecting the individual arm segments of the device, there appears to be no visible damage on the arm or the chord that connects the device. The low friction washers on the tightening handle appear to be worn as they have clear circular wear marks from the thrust bearings. The threads that the washers sit on show slight signs of wear functional test: the knob on the device is not easily tightened and loosened, it requires a heavy application of force to rotate the knob. When fully engaged, the arm does not retain stiffness. The arms shape can be manipulated through light applications of force. The distal segments of the arm are much weaker than the rest of the arm. Based on the difficulty in tightening the device, its possible that the device is loose due to the tightening mechanism not being fully engaged. Functional testing confirmed the complaint condition of the device being loose. The device does not retain stiffness after functional testing. Dimensional inspection: no dimensional inspection was performed due the relevant drawing being source controlled by the supplier. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Manufacturing record evaluation: the received flex arm (part # 03.612.010 lot # h642316) was manufactured at synthes monument on 04-sep-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the received flex arm (part # 03.612.010 lot # h642316) as the arm does not fully stiffen when the knob is tightened. The arm stiffens but not completely, as the arm can still be moved with a light application of force. Although no definitive root-cause could be determined, it is possible that the device is not appropriately lubricated as evidenced by the difficulty to tighten the handle. It is possible that through repeated sterilization and repeated use, the device¿s washers/ball bearings have become inadequately lubricated which would result in difficulty tightening the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was setting up for a misdecompression and he realized that 3 mis flex arms were not maintaining their stiffness. Therefore, I would like to request that these 3 damaged flex arm be replaced. This occurred during the same case in intra-op. The patient was not affected by this, therefore no patient info was obtained. No delays were obtained and the procedure was completed. Devices are available for shipping. Customer reference/po/service: (B)(4), was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: no, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True. This complaint involves three (3) devices.